Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation that the cord and bottom of the device were brown and looked burnt. Device was returned to pil. There was no report of patient harm or injury. There was no report of medical intervention. During investigation, pil was able to confirm the complaint. Using a known good p4 power connector (the original p4 power connector appeared to be rusted or corroded) power supply and power cord, pil confirmed the device powers on and provides airflow. Pil also observed that an unknown contaminant was observed on the top enclosure, front panel, rear panel, and bottom enclosure. A dust-like contaminant was observed on the filter, top enclosure, front panel, inside the inlet of the blower box, on the rear panel, bottom enclosure, blower, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the bottom enclosure, blower, and blower box. The p4 power connector appeared to have rust/corrosion to it, likely due to liquid ingress. What appeared to be rust particles, likely due to the p4 corrosion, was observed on the bottom enclosure. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn, review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center, burning at power cord. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.